Event description:
Three hours following a therapeutic procedure of the left anterior descending and deployment of the angio-seal device, a retroperitoneal bleed occurred. Reopro and heparin were discontinued. The pt did not require platelets or cells. Decreased blood pressure was treated. The pt was reported to be recovering and was discarded.